Event description:
It was reported during post-op, the motor stopped and the rotor did not move. It was indicated that a rotor study was done on (B)(6) 2012 and there were four fluoroscopic images taken at 0 minute (min), 5 min., 13 min., and 22 minutes. It was noted that all images were identical and they found no difference in position of the items in the "pump roller/rotor" and a centrally positioned "reservoir port". It was suspected that there was a malfunctioned pump. It was noted that the patient was alive with no injury/no adverse event. The drug delivered via pump was baclofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final pump analysis reveals no pump anomaly found. Normal device function. Pump passed all non-destructive testing. The pump logs were clean with no indication of a stall or any other anomaly occurring at any time. Additionally infusion history was read and it appeared no rotor study was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.